Manufacturer narrative:
Intuvie received the pump, and during device servicing, the infusion pump failed flow rate accuracy testing with a result of 21.67%, which is outside the acceptable specification of ±5%. The pump was recalibrated and subsequently passed flow rate accuracy testing with a result of -1.85%. A review of the device serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. A CAPA was initiated to investigate the root cause of this flow rate failure. Reference to complaint#: (B)(4).

Event description:
Intuvie received the pump, and during device servicing, the infusion pump failed flow rate accuracy testing with a result of 21.67%, which is outside the acceptable specification of ±5%. No patient harm was reported.